Event description:
Plaintiff alleges testing positive for latex allergy and has consequently developed a life threatening immediate hypersensitivity to latex as a result of her exposure to the latex gloves. Further alleges she has incurred and will in the future incur expenses for medical care and treatment, and will suffer wage loss and loss of earning capacity. In addition, she alleges suffering mental strain, emotional stress and the loss of enjoyment of life.